Event description:
A customer in the united states notified biomérieux of obtaining a misidentification of citrobacter farmeri as klebsiella pneumoniae while testing a female patient strain from a urine sample using the vitek® ms instrument (reference 410895, serial number (B)(4)). Vitek® ms results: original result: e3-klebsiella pneumoniae and e4- no ID. Repeat result: g3- no ID and g4- low discrimination between citrobacter farmeri and citrobacter amalonaticus. Vitek® 2 results: result: citrobacter farmeri 99%. Gram stain: gram negative rods. There is no indication or report from the laboratory that this event led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
Historical complaint review the investigator first reviewed the complaints database for previous reports matching this customer issue. A trend analysis has been done regarding the complaints recorded for a misidentification due to a non-optimal spot preparation. Since january 2016, no other complaint has been recorded regarding an isolate of citrobacter spp misidentified as klebsiella pneumonia. No capas, nor non-conformities on vitek ms are linked with customer's complaint. Fine tuning: fine tunings performed at the customer site on 25 and 28 aug 2020 met the necessary specifications. Spot preparation quality: the sample and calibrator ¿all peaks¿ values are heterogeneous. Kb review: the expected identification has been defined as "unknown" because no reference method was used to confirm the expected identification. However, according to the customer data, the suspected identification seems to be citrobacter farmeri which is present in vitek ms kb v3.2. Sample data analysis: analysis of the mzml sample results shows that the number of all peaks are very low during the issue. Moreover, the misidentification result was obtained from the spectra having a low number of peaks (41) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30 peaks). This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator, operator skills¿). Biomérieux quality control laboratory did not reproduce the vitek ms customer result of an identification to klebsiella pneumoniae. The customer's strain was identified as citrobacter spp based on gyrb and 16s sequencing. The following system limitation is mentioned in the vitek ms v3.2 us knowledge base user manual ref. 161150-925 - a1: ¿testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ per the information above, the misidentification as klebsiella pneumonia could be linked to a non-optimal spot preparation and/or to a system limitation (species not present in the vitek ms kb v3.2). Corrective or preventive actions: no CAPA is needed. Local service provided additional training materials to the customer to help improve the spot preparation technique. Service also provided information regarding vitek® pickme¿ (ref 423551/ 423546).